Event description:
Customer reported being new to the pump and was having difficulty remembering how to operate the pump as diabetes had been managed with injections for over 50 years. Customer reported being a brittle diabetic and blood glucose levels were fluctuating (41-413 mg/dl). During troubleshooting with tandem technical support, customer delivered a 10 unit bolus. Cts advised customer to speak with heath care provider regarding blood glucose levels and pump settings. Customer acknowledged.

Manufacturer narrative:
On (B)(6) 2015 follow-up: customer reported that bg level was 103 mg/dl and reduction of a correction bolus (10 units vs 11.27 units) worked well. The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.